Manufacturer narrative:
Sections b1 and b2: corrected section d4: primary UDI corrected section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer¿s investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) was unable to be confirmed as no diagnostic images or product were available for evaluation, and a specific cause for the eogo could not be conclusively determined. Although low flow alarms were unable to be confirmed as no log files were available, the alarms were reportedly in the setting of eogo and resolved with outflow graft stenting. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s viral upper respiratory tract infection could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. H, is currently available. Section 1 ¿introduction¿ of the IFU lists local infection as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 also includes information regarding how to prevent and control infection. Section 5 ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate ii lvas patient handbook, rev. G, contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted due to viral upper respiratory tract infection (urti). Patient had persistent low flow alarms. Noradrenaline was started. A computed tomography (CT) scan confirmed external outflow graft obstruction (eogo). Pump speed increased from 8600 to 9600 rpm, then to 9200 rpm the next day. Noradrenaline was weaned off and the pump flow was stable. Stenting was performed on (B)(6) 2025. The patient was stable and discharged.